Event description:
Rptr initially noted several problems with system. F/u with rptr noted unit calibrated and tested fine. When they began vitrectomy on aspiration, the cassette made noise. They reseated the cassette, then changed the cassette and proceeded. During air/fluid exchange they usually use 28-35 intraocular pressure, but had to increase intraocular pressure to 45-50 and it still left more fluid in the eye than they wanted. They had to inject c3f8 gas to push the macular hole closed. Pt is reportedly healing well.